Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited ventricular under-sensing. No intervention was performed. Patient condition was stable.